Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4). Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the information provided by the health-care provider, there was development of valve incompetence after implanting the valve. After coming off bypass, (B)(4) showed that there was 3+ central incompetence and there appeared to be doming one of the leaflets of the device. The surgeon indicated that when he left the posterior leaflet and the chordae to help preserve lv geometry and function, that there was 1 chordae which was tense up against the valve at about the 9 o'clock position and thus perhaps interfered with the function of th valve leaflets in that area. So there was chordae impinging on the leaflets and this was producing the incompetence. Additionally, the health-care provider indicated that this event was technique related and not due to a device malfunction.

Manufacturer narrative:
(B)(4) leaflet disruption due to redundant chordae. Device not returned. Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Based on the operative report and the health-care provider's response, it has been determined that this event was technique/procedure related and not a malfunction of the edwards valve. No further actions are possible.